Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a resume pump alarm occurred. Customer declined troubleshooting with tandem technical support, and declined to provide further information. There was no reported adverse impact to customer's blood glucose level.